Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: h3, h6: product investigation summary: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device revealed the nut assembled with the device bolt. Device had signs of usage on its overall surface and no other cosmetic anomaly was noted. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test revealed the nut and bolt jammed and unable to be separated from one another, most likely due to a damage on the bolt threads. The evaluation of the returned device, as well as previous failure analysis performed of related complaints found the failure of the mechanism was attributed to excessive loading applied to the stem extractor nut, which exceeded the local shear strength of the material. This condition resulted in thread deformation, fracture, and galling events. Consequently, these failures caused the seizing of the stem extractor nut and bolt, that could ultimately cause a fracture of the stem extractor bolt during attempts to untighten the seized assembly. The overall complaint was confirmed as the observed condition of the stem extractordle would have contributed to a device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The device was reported for unknown reason. The event did not happen in surgery. During manufacturer's investigation of the returned device it was identified that the nut and bolt jammed and unable to be separated from one another.